Event description:
In 2006, left shoulder arthroscopic debridement of rotator interval and synovectomy on the undersurface; on-q pain pump containing 0.5% marcaine was inserted into the joint anteriorly. Findings of 2007 MRI: there are degenerative changes of the glenohumeral joint characterized by narrowing of the joint space at its more superior aspect and marginal osteophyte formation about the inferior aspect of the humeral head. There is no significant joint effusion. Dates of use: 2006. Diagnosis or reason for use: arthroscopic debridement.